Manufacturer narrative:
Exact date unknown, event occurred couple of years ago from date manufacturer was made aware. Date of explant: couple of years ago.

Event description:
It was reported that patients ipg had depleted and would not charge. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.